Event description:
It was reported that the surgeon was looking to make an adjustment to the lag screw. We couldn't get the lag screwdriver sleeve to thread into the lag screw. So the surgeon used the t handle screwdriver by itself. The prongs on the end of the screwdriver bent when force was applied.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.